Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing skin irritation and an allergic reaction during his/her 7 day wear of an adc freestyle libre sensor. Customer further reported having contact with a healthcare professional and being receiving an unspecified medication, however no further information was provided and attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in device MFR date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing skin irritation and an allergic reaction during his/her 7 day wear of an adc freestyle libre sensor. Customer further reported having contact with a healthcare professional and being receiving an unspecified medication, however no further information was provided and attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.